Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the vertek arm was tightened, it would still moved a little bit. The site took this arm from rotation of being used at the hospital as it is damaged. The site requested a quote be prepared for a replacement. There was no patient present.

Manufacturer narrative:
Correction: initial reporter, (B)(6). Other healthcare professional. If information is provided in the future, a supplemental report will be issued.